Event description:
Attorney alleges plaintiff developed injuries following implantation of her breast implants which included; capsular contracture, breast pain, breast lumps, loss of breast sensitivity, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, joint pain and weakness, headaches, dizziness and balance disturbances, dryness of the eyes, mouth, nose and vagina, chest pain and heart palpitations, heat sensitivity and night sweats, hair loss, fatigue, memory impairment, constipation, development of silicone leakage and development of anxiety, nervousness and depression.